Event description:
It was reported to boston scientific corporation in 2008, that an excelon transbronchial aspiration needle was used during a bronchoscopy procedure performed the same day. According to the complainant, there was no suction through the needle during the procedure. The doctor had no additional needles, so the procedure was not completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being treated for evaluation, it has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.